Manufacturer narrative:
Product complaint # pc-(B)(4) additional information: h6 component code: g07002 - device not returned additional information provided: was surgery delayed due to the reported event? --> yes, if yes, number of minutes: --> 50 mins, action taken when event occurred? --> x ray, was procedure successfully completed? --> unknown, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> yes, if yes, describe --> x -ray, is the patient part of a clinical study --> unknown, additional information has been requested and received. Attempts to obtain the device have been made. 1. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Information not disclosed 2. Was there any additional tissue damage as a result of searching for the needle piece? Information not disclosed 3. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Returned along with other complaint, tracking number: 776332295584 additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Product shipped differs from initially reported information, lot tpbexc. Shipped 2 needles pieces and suture with package labeled tlbatz. Please clarify is this for this complaint? A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a whipple procedure on an unknown date in 2024 and suture was used. The needle pulled out from the thread during surgery. Surgery delayed 50 mins and x ray was performed. Additional information has been requested.

Manufacturer narrative:
Product complaint #(B)(4) date sent to the FDA: 8/2/2024 additional information: d4 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.